Manufacturer narrative:
A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. The device was not returned for analysis; however, the implant data log was received. Analysis of the record shows that the system was unable to successfully maintain a connection with the clinician programmer. The results of the investigation are inconclusive since the device was not returned for analysis.

Event description:
It was reported that the patient underwent an unrelated surgical procedure. Thereafter, the ipg failed to establish communication with external devices. Recovery efforts were unsuccessful and the ipg was deemed inoperable. Patient is not receiving therapy and surgical intervention is planned to address the issue.

Manufacturer narrative:
Date of event is estimated.

Event description:
Additional information was received stating that the patient underwent an unrelated surgical procedure. Patient did not set the ipg into surgery mode as recommended. Thereafter, the ipg failed to establish communication and recovery efforts were unsuccessful. The ipg was deemed inoperable. Patient lost therapy. As a result, surgical intervention was undertaken wherein the ipg was explanted and replaced. Effective therapy was restored post operatively.

Manufacturer narrative:
Date of event estimated.

Manufacturer narrative:
An inoperable ipg was reported to abbott. The system was not set to surgery mode while the patient underwent an unrelated surgery where electro-cautery may have been used. A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. The device was not returned for analysis; however, the implant data log was received. Analysis of the record shows that the system was unable to successfully maintain a connection with the clinician programmer. The results of the investigation are inconclusive since the device was not returned for analysis.